Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), device dislocation ('migration'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune disorder ('autoimmune disorder/ autoimmune disorder- type of disorder') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2007. The patient's medical history included pregnancy with contraceptive device (B)(6)2011), ectopic pregnancy with contraceptive device (2012), multigravida, parity 2 (B)(6)2001, (B)(6)2007)) and cervical incompetence. Concomitant products included aciclovir (acyclovir), clomifene citrate (clomid) and ondansetron (zofran). In 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infection"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") and abdominal pain lower ("pain/ lower abdomen"). The patient was treated with surgery (ablation and right salpingectomy on (B)(6)2013). At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, autoimmune disorder, infection, menstrual disorder, cystitis, urinary tract infection, vaginal infection, allergy to metals, dyspareunia and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, infection, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the plaintiff experienced four other pregnancy episodes in 2011, 2012, 2015, 2017 which is captured under case number (B)(4) respectively. The plaintiff states that she experienced complications of her unintended pregnancy- stillbirth, miscarriage, termination, ectopic pregnancy. Discrepancy noted- patient did not undergo essure confirmation test. Small amount of products of conception on suction was found after the missed abortion in (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: confirm essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-aug-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), device dislocation ('migration'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune disorder ('autoimmune disorder/ autoimmune disorder- type of disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2007. The patient's medical history included pregnancy with contraceptive device ((B)(6) 2011), ectopic pregnancy with contraceptive device (2012), multigravida, parity 2 (((B)(6) 2001, (B)(6) 2007)) and cervical incompetence. Concomitant products included aciclovir (acyclovir), clomifene citrate (clomid) and ondansetron (zofran). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infection"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy") and abdominal pain lower ("pain/ lower abdomen"). The patient was treated with surgery (ablation and right salpingectomy on (B)(6) 2013). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, autoimmune disorder, infection, menstrual disorder, cystitis, urinary tract infection, vaginal infection, allergy to metals, dyspareunia and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, infection, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the plantiff experienced four other pregnancy episodes in 2011, 2012, 2015, 2017 which is captured under case number (B)(4) respectively. The plantiff states that she experienced complications of her unintended pregnancy- stillbirth, miscarriage, termination, ectopic pregnancy. Discrepancy noted- patient did not undergo essure confirmation test. Small amount of products of conception on suction was found after the missed abortion in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirm essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 12-aug-2019: plantiff fact sheet and medical records received : events added- ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, allergy to metals, dysmenorrhea, dyspareunia, device ineffective, abdominal pain lower. Verbatim ¿ pain lateral sides¿ clubbed with event ¿pelvic pain¿. Severity of event ¿abdominal pain lower¿ updated. Outcome of events ¿vaginal haemorrhage, menorrhagia, dysmenorrhea¿ updated to ¿recovered / resolved¿. Medical history and concurrent conditions added. Concomitant medications added. Reporter information, patient details, product indication updated. Removal date updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infection") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal of device due to complications from essure). Essure (ess205) was removed. At the time of the report, the device dislocation, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, infection and menstrual disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirm essure device was successfully occluded. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.